Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse was unable to reproduce the reported problem on the system. The system was tested and verified as ready for use. A return material authorization (RMA) was issued, but intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Although the complaint regarding the partial fire issue was not confirmed by failure analysis since the reload was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. Failure analysis engineer log review: no logs were available for this procedure, so the stapler procedure review dashboard was used to collect information on the installs. The dashboard showed the stapler was installed on the system 6x and fired 5 reloads (1 blue, 1 green, 3 white, in that order). On install 1, the first clamp was aborted by the user. The second clamp was successful but was followed by a firing failure. The firing stopped at ~58% completion, after a duration of ~56 seconds. On install 2, the system failed to detect the reload color, and the user manually selected the green reload on the surgeon side console (ssc) touchpad. No clamping or firing was performed, so the user was prompted to reselect the reload color on install 3. On install 3, the first clamp was successful, but was followed by a second firing failure. The firing stopped at ~50% completion, after a duration of ~45 seconds. On installs 4-6, the first clamp was successful, and the firings were each completed with 1 pause for compression. The stapler was then removed and not used in the procedure again. There were no stapler related errors in the logs.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the customer encountered a message when using the stapler that the tissue was too thick, and they were not able to fire. The customer was initially using the blue reloads and had switched to the green reload. The green reloads fired that time, but when doing the second fire, the same message with green reloads was displayed. Intuitive surgical, inc. (Isi) clinical sales representative (csr) stated that prior to calling in, the customer used a laparoscopic stapler to complete the fire. He stated that the issue had only occurred on one system over multiple procedures. The isi technical support engineer (tse) uploaded and reviewed error logs but noted no errors. The isi tse recommended returning the instrument for analysis. They were using the sureform 60 stapler on the universal surgical manipulator (usm) 1 with white reloads. The isi csr called back after the case was completed to see if there was anything in the logs showing why they were getting pauses when using the stapler. The caller stated they were using the green reload and getting the "tissue too thick" message. The caller stated they completed the case. The isi tse viewed the system logs and did not see any related errors. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon encountered multiple partial fires with the sureform 60 stapler. The isi csr was present for the procedure. The surgeon informed the isi csr that they had encountered partial fires in the past but were unable to provide specific dates. The issue occurred with one blue reload and one green reload. The isi csr confirmed that the following information applies to both the blue and the green reload. The isi csr stated that the reloads and stapler are not available for return. The surgeon did not want to upsize to a black reload. There were no clamping issues prior to firing. The surgeon was firing across stomach tissue, which was in normal condition. There was no tissue pushed forward/dragged during the firing process. There were no malformed staples, but there were some unformed staples that were on top of the stomach. There were no missing staples in the staple line and there were no gaps or unapproximated tissue. The isi csr stated there was some bleeding along the staple line. The csr said the bleeding that occurred was "a few drops" and noted that this was an expected amount of bleeding for a staple line. The surgeon did not encounter any obstructions. The surgeon used a third-party stapler to show it was able to accomplish the task with no issues. The surgeon later went back to using the sureform 60 stapler with no issues. The procedure was completed robotically. There were no photographic images of the device or video recordings of the procedure available for isi review.